Event description:
It was reported that this right ventricular (rv) lead became dislodged during coronary bypass surgery. It was noted the lead presented loss of capture and the dislodgment was confirmed via x-ray imaging. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.